Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported multiple patients with peripheral inflammation and one patient with dlk post lasik. Surgeon increased the dosage of post-operative drops for the patients with peripheral inflammation as a precaution. Additional information has been requested. There are two related reports for this event. This report addresses the patients with peripheral inflammation and another report will be filed for the patient with diffuse lamellar keratitis .

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Ablation test was performed successfully without issue, but the picture of ablation test shows no complete visible step between the two orientation lines, so the ablation test failed. The customer confirmed the ablation test and performed twenty six treatments. Energy was only performed during startup and not as recommended all two hours. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Logfile shows that the energy values have been changed, but the energy settings are within specification. The user operated surgeries within the recommended energy settings. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).